Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report they were unable to complete targeting and the boom was rotating in the opposite direction as desired. Tse found no related errors. Prior to calling in, customer had manually placed arms to continue. Tse was not able to troubleshoot since customer had already continued. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using the same patient side cart. The issue occurred while docking and targeting. The ports were placed on the patient when the issue occurred. The issue did not occur on further procedures.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The electrical/mechanical adjustment made to correct reported issue. The system was tested and verified as ready for use. The probable root cause of the issue is likely a setup error.